Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer received multiple intermittent occlusion alarms. Customer replaced pump supplies and successfully resumed insulin therapy. Customer reported a blood glucose level of no more than 338 mg/dl.